Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after being in an automobile accident. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's lead was replaced with a new one. The patient is now receiving effective stimulation coverage.

Event description:
Additional information identified lead diagnostics showed high impedances on multiple contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.